Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed manifold. During functional test, the flow was good. However, during filling it was only 0.2 l/m. Manifold was replaced. Failed fill tube contributed to the reported issue. Fill tube was replaced. Functional verification, calibration and electrical safety test. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Corrections: d, f, h. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was a low flow in an arctic sun device. Per review of wo on 30sep2025, there was no patient harm. Per follow up information received via mail on 03oct2025, report would be visible in-service max. No patient involvement. Per sample evaluation results received via task on 28oct2025, it was reported that the failed fill tube contributed to the reported issue.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was a low flow in an arctic sun device. Per review of wo on 30sep2025, there was no patient harm.